Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that patient symptoms included low back and bilateral leg pain. The hcp suggested future removal/replacement of the paddle leads. The cause of the lead movement remained undetermined.

Manufacturer narrative:
Section information references the main component of the system and other applicable components are: product ID: 3587a ,lot# l42004 , implanted: (B)(6) 1997, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for failed back surgery syndrome. It was reported that the patient had an x-ray performed on the day of the report to see what the patient had implanted, and it showed that the lead had moved. There were no patient symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.